Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on windows updates, preventing medication removal, and remained unresponsive despite multiple hard reboot attempts. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, the user managed to retrieve the medication from another station and there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(60 was performed from the date of manufacture, 07-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. . Upon investigation of the actual device used in this incident, it was determined that station stuck on windows update. A technical support specialist (tss) dialed into the station and performed a reboot, after which the device returned to normal operation and was no longer stuck in windows update mode. Verification confirmed that the system was fully up to date and communicating properly with the server, with no further issues identified. The system functioned as intended after the technical support specialist troubleshot the device.